Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver does not vibrate as loud/stroung as it once did. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no ailure detected. A manual test for intermittency and vibration was performed and the test passed. The reported event that the receiver does not vibrate as loud/stroung as it once did was not confirmed. A root cause could not be determined.